Manufacturer narrative:
The customer cancelled service and repair. No further work provided by philips. The customer cancelled service and repair. No further work provided by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen had limited function. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the touchscreen had limited function. The touchscreen was unable to be calibrated in the right-hand corner. The investigation is ongoing.